Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received (5) photo samples. Visual evaluation of the photo samples notes one opened (without original packaging), used silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngkn0583. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received a 3-way temp sensing catheter with cut portion of inlet tubing and a straight tipped syringe. Visual inspection noted no obvious observations. The catheter tested for "difficult to deflate". During testing, the catheter balloon was inflated with 10 ml of solution using the returned syringe and the catheter rested with no leaks noted. Deflated balloon passively and successfully in 1 minute and 3 seconds with no cuffing noted. This is within specification per inspection procedure, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretesting, sterile water could not be drawn from the foley catheter. Water was not drawn even after several minutes. Medicon syringe was used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretesting, sterile water could not be drawn from the foley catheter. Water was not drawn even after several minutes. Medicon syringe was used.